Event description:
(Maude report) (B)(4). It was reported that when the surgeon was placing a screw into an anterior cervical plate he immediately noticed that a shard of metal was coming away from the implants. Once the screw was in place, he removed the shard. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.